Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nasal/throat irritation or soreness, cough, and a spot on the lung. The patient did receive medical intervention and reported having blood work done. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nasal/throat irritation or soreness, cough, and a spot on the lung. The patient did receive medical intervention and reported having blood work done. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found normal wear and tear with some minor dark spots or coating contamination on the rear panel, minor beige and dark dust dirt contaminate in and around the filter inlet area and canal, mineral deposits in and around the inlet port, minor amount of small brown and dark fiber contaminate in the sd card area, modem slot opening area, as well as in and around the outlet port and surrounding areas. An internal visual inspection was completed by the manufacturer. The manufacturer found a light amount of beige dust dirt contaminate in the chimney of the blower box along with a small rectangular piece of beige dust dirt contaminate, light amount of beige dust dirt contaminate on the top of the blower box housing, inner walls, and on the top and bottom of the blower. The manufacturer also found a large amount of potential mineral deposits in the blower box opening, and on the lower blower housing, beige dust dirt contaminate on the blower output canal and seal of the blower, fiber contaminate around the edge on the blower seal ring, keratin around where the blower seal would sit. Light coating of a black unknown contaminate on the inside surfaces of the ui panel, top and bottom enclosure, and rear panel. The device's downloaded event log was reviewed by the manufacturer and found error code e-106. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed contaminates located in this investigation were sourced from external environmental conditions. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event, which should have been filed as product problem only. The correct b5 should have been as follow- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nasal/throat irritation or soreness, cough. There was no report of serious or permanent patient harm or injury. Section b1, b2, b7, h1, d9, g3, h6 has been updated / corrected.